Manufacturer narrative:
Concomitant medical products: model: ddmb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital with symptoms of sepsis. Vegetation was noted on the right atrial (ra) and right ventricular (rv) leads. The implantable cardioverter defibrillator (ICD) and leads were extracted. No further patient complications have been reported as a result of this event.